Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was opened for use on (B)(6) 2022. During preparation, there was a small hole observed on the sterile packaging. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.